Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer's mother reported via phone call that customer had low blood glucose of 45 mg/dl. Caller wanted to verify how long low blood glucose had been occurring by uploading to carelink but was not able to due to computer type.